Manufacturer narrative:
Investigation: one sample unit was received for evaluation by our quality engineer team. Upon examination, no foreign or non-foreign matter was observed anywhere on the catheter. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the defect of foreign matter. Since no physical evidence was found to support manufacturing related processes for the reported defect, a root cause could not be determined. Cleaning is performed each shift to reduce the potential for foreign matter introduction to the product. The corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable (MDR). Findings: as this complaint was a MDR; DHR review was performed on the lot number 7311912 the lot number was built on afa line 11, from november 15, 2017 thru november 25, 2017. Per review of the DHR, it was concluded that all required challenges samples and testing was performed per specification in accordance with the in-process sampling plans. Per review, it was noted that there were no reject activity findings throughout the build of this lot that would impact upon the quality of the product. In process samples for foreign/non foreign material, particulate loose or embedded were performed on various stages throughout the process, all the inspections passed per specifications. No significant discoveries were found. Visual analysis: observations and testing: received one unused iag/bc 22ga unit in an opened package from the lot number 7311912. Visual/microscopic examination: no foreign/non-foreign material, particulate loose or embedded was observed anywhere on the catheter. Test description: visual/ microscopic ; method no: n/a; results: see observations and testing. Investigation samples(s) meet manufacturing specifications: yes, the returned unit provided for evaluation met manufacturing specification in regards foreign/non-foreign material. Conclusions: the defect of foreign matter, as stated in the pir, was not confirmed with the returned unit provided for this incident. The returned unit did not display any adverse characteristics that would contribute to the defect the customer experienced, per the pir. The defect described in the incident report could not be confirmed or replicated with the returned unit. Did the evaluation confirm the customer¿s experience with the bd product? No; the customer experienced was not confirmed based on the evaluation that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? No; the customer experienced was not confirmed based on the evaluation and testing that was performed on the returned unit was the device used for treatment or diagnosis? Treatment. Root cause: relationship of device to the reported incident: indeterminate. Comment: no physical evidence to confirm or to support manufacturing process related issues for the defect. Corrections and CAPA. Corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators and/or process control technicians to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan.

Event description:
It was reported that a piece of foreign matter was found on the catheter of a bd insyte¿ autoguard¿ bc. There was no report of exposure, injury or medical intervention.